Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure a proximal and distal dissection occurred following implant of the multi-link stent. Five add'l multi-link stents were used to cover the dissection. Reportedly no other pt injury was associated with this event.